Event description:
It was reported that the pacemaker (pm) exhibited premature battery depletion. The physician explanted and replaced the pm. The patient condition was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was at end of service (eos) level upon receipt. Visual inspection of the header found no contamination. A longevity calculation was performed and found battery depletion was premature based on nominal settings. Electrical testing performed after replacing the battery revealed high drain current which was isolated to the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current which drained the battery prematurely.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.